Event description:
It was reported that the left ventricular (lv) lead exhibited high capture thresholds. Fluoroscopy was performed and revealed a dislodgement of the lv lead. The lead was explanted and replaced. The patient was in stable condition.